Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; blood on helix. The full lead was returned and analyzed.

Event description:
It was reported that during the implant attempt, the lead impedance measured greater than 2000 ohms in several different positions. A different lead was used. No patient complications have been reported as a result of this event.